Event description:
The essure system was put in on (B)(6) 2013. I was told I was safe and could not get pregnant. A month after speaking with the doctor I found out I was pregnant. I also am having pain on one side. I have also found out that the same side the spring has ruptured out of the tube. I am very upset with this product. I wish essure included these things in their side effects.